Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. A revision procedure was completed by repositioning the cls and resolve the reported issue.

Manufacturer narrative:
Additional information: section d4 - expiration date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The device remains implanted. A root cause for the implant pain could not be definitively determined. The evoke scs system surgical guide states: "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."